Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A 1.25 micro crown diamondback 360 peripheral orbital atherectomy device (oad) was used on low-speed for successful treatment of a calcified, non-tortuous lesion in right tibial arteries through left common femoral artery (cfa) access. The right pedal loop was going to be treated next but the oad became stuck in the right pedal loop. The oad was put on glideassist and was turned on and off, however, the device continued to be stuck in the vessel. Surgery was performed to remove the oad without further complications. The patient was discharged the same day.

Event description:
A 1.25 micro crown diamondback 360 peripheral orbital atherectomy device (oad) was used on low-speed for successful treatment of a calcified, non-tortuous lesion in right tibial arteries through left common femoral artery (cfa) access. The right pedal loop was going to be treated next but the oad became stuck in the right pedal loop. The oad was put on glideassist and was turned on and off, however, the device continued to be stuck in the vessel. Surgery was performed to remove the oad without further complications. The patient was discharged the same day.

Manufacturer narrative:
Additional information: h6. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported entrapment of device, device contaminated at the user facility, device embedded in tissue and surgical intervention, appears to be related to operational context. In this case, it is possible that the reported entrapment of device, device contaminated at the user facility, device embedded in tissue and surgical intervention are related to device placement and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Additional information: a1, b5, h10, e4. Correction: b1. The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported entrapment of device, device contaminated at the user facility, device embedded in tissue and surgical intervention, appears to be related to operational context. In this case, it is possible that the reported entrapment of device, device contaminated at the user facility, device embedded in tissue and surgical intervention are related to device placement and/or use techniques employed. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A 1.25 micro crown diamondback 360 peripheral orbital atherectomy device (oad) was used on low-speed for successful treatment of a calcified, non-tortuous lesion in right tibial arteries through left common femoral artery (cfa) access. The right pedal loop was going to be treated next but the oad became stuck in the right pedal loop. The oad was put on glideassist and was turned on and off, however, the device continued to be stuck in the vessel. Surgery was performed to remove the oad without further complications. The patient was discharged the same day. Additional information received indicated that there was tissue noted on the driveshaft following the surgical cutdown to remove the device.